Event description:
As reported by the affiliate via e-mail: this pt was treated for a proximal left anterior descending (lad) lesion. The target lesion was de novo, type bi, 58% occluded, 5.05mm in length, concentric and moderately calcified. The lesion was pre-dilated using a 2.5x13mm balloon (unk brand) at ten atm, inflation time is unk. A 2.5x18mm cypher stent was deployed at 12 atm for 16-30 seconds. Radial approached was used to treat this lesion. Post dilation and ivus was not conducted. Timi flow pre and post procedure was iii. The pt was discharged 48 hours post index procedure on aspirin (100mg/day), ticlopidine hydrochloride (200mg/day), and candesarten ciloxetil (8.0mg/day).